Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records for the glenoid component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A definite root cause cannot be determined with the information provided. It is noted in initial surgery op-notes that: "the shoulder was reduced. There appeared to be good stability, good range of motion." No surgical complications noted during initial procedure. It is noted in revision surgery op-notes that: "it was immediately evident that the glenoid component had broken and the 2 inferior pegs of the component remained well fixed in the glenoid. There was significant synovitis throughout the glenohumeral joint" reported event was confirmed by review of medical records. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was sent to dartmouth for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unk, humeral stem, lot # unk. Part # unk, glenoid, lot # unk. Part # unk, humeral head, lot # unk.

Event description:
It was reported that approximately 4 years post implantation, the patient was revised of the glenoid component due to fracturing. The patient does not believe that the glenoid was replaced at the time of revision. Attempts have been made and no further information has been provided.